Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm. It was also reported that the drive support cap is indented. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.